Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to clogging of channel tube. The device evaluation also found that the water tightness was lost due to deformation of the upward/downward know, plastic distal end cover/probe cover had a scratch, light guide lens had discoloration, scope cover plate was peeling, forceps elevator lever and knob had a scratch, upward/downward knob had a scratch, water removal ability did not meet the standard value due to the clogged nozzle, adhesive on bending section cover had a chip, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending angle in up direction did not meet the standard value due to wear of angle wire, insulation resistance value at distal end did not meet the standard value due to a chip on the distal end, there was a lack of image on the monitor due to dirt on the objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope forceps weren't able to be removed or inserted. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: objective lens had a foreign object, foreign matter was adhered to the plastic distal end cover, and the nozzle had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
It is unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the white crystallized contamination (believed to be simethicone type product) in air/water channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.